Event description:
The reporter stated that the up arrow and down arrow keypad buttons were sticking. It was indicated that all programming and delivery was verified and found to be correct. There was reportedly no damage to the keypad, the pump was not cleaned and that the patient wore the pump under clothing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.